Manufacturer narrative:
Correction made to d4: expiration date: 08/31/2025 (previously submitted as ni). H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed using tap water to fill the container, and a leak in the spike port bonding area was observed. The reported condition was verified. The cause of the condition could not be determined, however most likely was due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter facility name: (B)(6) hospital. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the port. The leak was further described as, ¿tpn soft bag port is not properly sealed, and the central white tube has leak after the drug is injected¿. This issue was identified before use. There was no patient involvement. No additional information is available.